Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had a post-operative infection at the chest incision site. The patient's lead and generator were explanted. The manufacturer's device history records of the lead and generator were reviewed. Sterility of both products were verified. No further relevant information has been received to date.